Event description:
The perfusionist noted that the iab had ruptured and blood was backing down the gas line. Iabp was immediately discontinued. The surgeon was notified and the iab was removed. A second was not inserted. The iab was not returned to datascope for evaluation. The iab was probably discarded by the facility. Event complications: none from the event - reported 1/7/97. Patient's current status: unk - rpt'd 1/7/97.